Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification was received and the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the minimum fill notification. As the inaccurate insulin gauge occurred in the past, troubleshooting was unable to be performed. Customer's blood glucose was 342 mg/dl.